Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent difficulty charging the pump with the usb cable and wall adapter. Reportedly, the customer was able to charge the pump with an alternate cable and adapter. Additionally, it was reported that the pump battery was intermittently observed to be depleting rapidly. Customer's blood glucose level ranged from 120 mg/dl to 135 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.